Event description:
It was reported that the patient had tenderness and a ¿shocking¿ sensation when pressure was applied to the pocket site. The symptoms occurred at the implant location and extended laterally and medially around the pelvic area. The patient also had swelling, coldness, and pain in both legs. The reporter was uncertain at the time of the report ¿are the stimulation issue and medical issues onset at or near the same time or if either was present right at initial implant.¿ the caller was scheduled to see the health care provider (hcp) the day after the report and was not aware of the onset timeline or details around the onset. The pocket site was revised ¿about two weeks¿ prior to the report to move the device deeper and this did improve the ¿shocking¿ issue, but did not resolve it. Additional information was requested, but was not available as of the date of this report. Any new information related to this event will be reported in a supplemental to this report. Refer to manufacturing report #3004209178-2013-06148 for the information related to this event that pertained to the original device. The original device was replaced during the revision surgery and this report¿s device was the replacement. The shocking that led to the revision persisted.

Manufacturer narrative:
Product ID: 3058 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2013 (B)(6), product type implantable neurostimulator product ID: 3037 lot# serial# (B)(4), product type programmer, patient product ID: 3093-28 lot# va02euc, implanted: 2012 (B)(6), product type lead. (B)(4). (B)(4).

Event description:
Additional information reported that the patient had a revision procedure to implant their ins deeper because it was ¿right on top of the skin¿ and was painful to the touch. The ins was noted to now be implanted on the patient¿s left buttock around hip level. If additional information is received, a follow up report will be sent.